Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod between 1 and 4 hours. Reported symptoms include nausea and dizziness. It was reported that the patient was told by medical professionals that they were experiencing the beginnings of diabetic ketoacidosis, but that they were not considered to be in ¿full blown¿ diabetic ketoacidosis. The patient was treated with intravenous fluids, and the patient was monitored throughout. The patient was released 4.5 hours later, on the same day.